Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. An 8.0 x40, 75cm gladiator¿ balloon catheter was advanced in close proximity to an unspecified stent. The balloon was inflated to less than the nominal pressure and ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).